Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained in the auxiliary water channel, air/water-cylinder, and air/water-channel due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope was not recognized on the processor, on the endothermo disinfector, or the endoscope drying cabinet. Additionally, the endoscope identification (ID) was not displayed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: white foreign material was in the air/water tube and the jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's report was confirmed, there was no scope ID data. In addition to the malfunction reported in section b5, the following issues were discovered; the air/water cylinder had no color, the suction cylinder had no color, the scope connector cover case unit had a scratch, the objective lens had a scratch, and the adhesives around light guide lens had a white-clouded area. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.